Event description:
It was reported via repair work order that the cot can not lower due to a bent x-frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.